Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right atrial (ra) lead exhibited high thresholds and a decrease in p-waves. It was noted that the position of the device changed significantly between the upright and supine positions, so it was considered that the atrial lead was pulled back and became dislodged. The ra lead was revised and the device remains in use. No patient complications have been reported as a result of this event.